Event description:
The patient was seen by an ep due to pain around the pacemaker site. Patient went for an ultrasound and fluid was found in the pocket. Patient was scheduled for a needle aspiration of pocket on (B)(6) 2018. Needle aspiration was performed and fluid was sent to the lab for culture. The cultures came back as -a few wbcs noted-. The patient is scheduled for a system explant on (B)(6) 2018. It was noted as a secondary infection since the system was implanted in 2015. Should additional information be received, this file will be updated.

Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.